Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump is displaying a button error. Patient's blood glucose level is 203mg/dl. Trouble shooting is conducted and found water damage. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. No moisture damage was found on the electronic or motor assembly. The insulin pump had minor scratches on the display window, a cracked display window corner and a cracked reservoir tube lip.